Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a peritoneal dialysis catheter. The customer reported the father found the patient disconnected between the beta cap adapter and the transfer set. Area cleansed and reconnected. A peripatch was used at dialysis center for repair; staff unable to get good seal between transfer set and adapter despite multiple attempts. Therefore, connection glued with silicone adhesive to reinforce connection. Patient received prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.